Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had helium loss 2 alarms x 2 over an hour apart. This complaint has been generated for the mention of the iabp being exchanged a few days ago and now the rn reports having had this alarm twice. There was no report of patient injury or consequence.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) had helium loss 2 alarms x 2 over an hour apart. This complaint has been generated for the mention of the iabp being exchanged a few days ago and now the rn reports having had this alarm twice. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not able to be c onfirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.